Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) with a monitoring voltage of 2.61 v and a charge time of 26.8 seconds.